Event description:
The customer reported that a nurse kicked the power cable for the central nurse's station (cns) tower, causing the unit to power off. After booting the cns back up, the gz transmitters were in comm loss with the cns. The customer also reported that the cns alarms were delayed by 10 seconds. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that a nurse kicked the power cable for the central nurse's station (cns) tower, causing the unit to power off. After booting the cns back up, the gz transmitters were in comm loss with the cns. Technical support (ts) asked the customer to power cycle the gz transmitters, which resolved the issue. The customer later reported that the cns alarms were delayed by 10 seconds. The gz transmitters would alarm 10 seconds before the cns would alarm. Ts advised the customer to properly reboot the cns and to stop monitoring then re-monitor those transmitters at this cns. No patient harm was reported. Investigation summary: an abrupt power loss caused the cns to shut down while system and cns processes were running. This can cause unexpected issues with patient monitoring. When the cns booted back up, problems with monitoring gz telemetry was reported. The problem was resolved by power cycling the gz telemetry devices to re-establish connection. Service history for this serial number was reviewed for other power loss events. None were found. Spontaneous reboots or shutdowns are usually reported while the cns is monitoring patients. There are a number of factors that may trigger a spontaneous reboot/shutdown: power outage, uninterruptable power supply (ups) failure, loose power cable, cns overheating, cns power supply failure, cns motherboard failure, cns hard drive failure. When the user attempts to power the cns back up, or the cns reboots itself, the following are possible symptoms: does not power on, incomplete boot up sequence, booted up into windows, but will not load cns application, displays network disconnect message.

Manufacturer narrative:
The customer reported that a nurse kicked the plug for the central nurse's station (cns) tower and turned the unit off. They turned the unit back up, but the cns showed the gz's in communication loss (comm loss). Technical support (ts) asked the customer to cycle power these units. The customer reported that they were able to resolve the comm loss on the teles by rebooting them. The customer later reported that the cns alarms are delayed by 10 seconds. The gz will alarm and 10 seconds later the cns will alarm. Ts advised the customer to properly reboot the cns and/or to stop monitor and re-monitor those beds on this cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The customer reported that a nurse kicked the plug for the central nurse's station (cns) tower and turned the unit off. They turned the unit back up, but the cns showed the gz's in communication loss (comm loss). The customer also reported that the cns alarms were delayed by 10 seconds. There was no patient injury reported.